Manufacturer narrative:
Approximated based on the date of explant.

Event description:
It was reported that the patient underwent an explant procedure due to increased pain. No further information has been obtained despite good faith efforts.